Manufacturer narrative:
Analysis confirmed the customer's comment that the output connector assembly was broken. However it was noted that the hanger assembly was broken. The hanger o-ring was missing. There was a backlight issue with the connector on main printed circuit board. The display wires were pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular connector of the external pulse generator (epg) was broken. The epg was returned for service. There was no patient involvement.